Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter would power off during use. This complaint was classified based on customer service representative (csr) documentation and a review of the call by a medical surveillance specialist. The patient advised the csr that on (B)(6) 2018, she was unable to obtain a blood glucose reading because her verio flex meter would ¿power off when she applied the blood sample¿. The patient stated that she manages her diabetes with a combination of insulins (lantus; unspecified dosage and humalog; 10 units). She explained that she increased her usual dose of humalog insulin to 13 or 14 units in response to the alleged product issue. The patient stated that she experienced ¿a lot of headaches, nausea and vomiting¿ around two weeks after the alleged product issue began and explained that she associated these symptoms with a high blood glucose excursion. She informed the csr that she attended her doctor¿s office on (B)(6) 2019 at 10.40am and was given an injection (unspecified type) to treat her headache and another injection (unspecified type) to treat her nausea and vomiting. The patient denied obtaining a blood glucose result on any other device. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product and the csr noted that the batteries need to be replaced. The csr was unable to walk the patient though replacing the batteries as she did not have batteries at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading because the subject meter would power off during use.